Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating physical damage in the drive support cap of their insulin pump. The patient's blood glucose level was 145 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with cracked end cap and loose drive support cap. The insulin pump also had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and missing the end cap sticker.